Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had a defect in the line and leaked resulting in a loss of 1g of fibrinogen. The issue was further described as the line not being "properly connected to the port/y-site" (clearlink) and "y site connection was not attached properly". The issue occurred when spiking the fibrinogen bottle during priming. New fibrinogen was ordered to continue the preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.